Manufacturer narrative:
Three photographs and one device sample was returned for evaluation. Visual inspection of the device found a mark in the inflation line. Device underwent functional testing by inflating with a syringe and submerging under water to detect for leakage. No leakage was noted. The inflation line operation was reviewed. It is also noted that production personnel perform 100 percent visually inspected and leak tested. The reported customer complaint has been confirmed, and the most probable cause of issue has been determined that product become damaged after it left the shm facilities.

Event description:
It was reported that during pre-test, the customer felt that a part of the inflation line was a little too hard. Also, air leakage was observed. No patient injury or complications were reported in relation to this event.